Event description:
As reported by the equinoxe shoulder study, approximately 7 years post op the initial tsa, this 51 y/o female patient's was revised to a standard reverse due to aseptic humeral loosening. Patient had periprosthetic pain, negative for infection, and surgeon planned ab spacer placement. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-38 - equinoxe reverse 38mm glenosphere; 320-38-00 - equinoxe reverse 38mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-01 - eq rev glenoid plate.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 19-jul-2023. (H3) the revision reported was likely the result of an insufficient bond between the humeral stem and the bone, patient-related conditions, or a combination of these possibilities, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. (H4) device manufacture date: 19-nov-2013 section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.